Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chills and signs of infection with an unknown origin. Antibiotic treatment was necessary and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.